Event description:
Reporter experienced pain after wearing playtex sport tampons, in order to examine the tampon it was pulled out and observed a lot of loose fibers that were left behind from tampon. Reported is not on period and not wearing tampon and still experience pain and burning sensation when she flex vagina muscles while using the bathroom, and notice very light fresh bleeding.